Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead; serial# unknown; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that when the leads were removed, the leads looked like there was an infection. Then the patient was in the hospital for treatment for the infection. Lastly, it was reported that the patient claimed that they developed a fever mid trial, but they did not have a fever at the time of the lead pull. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.